Event description:
It is alleged the end user could not hold his legs in place on the footplate of the unit so he used a belt to hold his legs in place. This resulted in an infection, blisters and removal of his toes.

Manufacturer narrative:
The device has not been made available for pride to evaluate. Cannot draw any conclusions at this time as our investigation continues.